Event description:
It was reported that the right ventricular (rv) lead had a high, out-of-range shock impedance of 164 ohms. Boston scientific technical services (ts) was contacted, and ts advised that they consider lead revision. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically abandoned and successfully replaced. The physician also elected to replace the device for non-product performance related reasons. No additional adverse patient effects were reported.